Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead had intermittent undersensing and a noise reversion episode. No attempts were made to resolve the issue. The patient was stable.